Event description:
It was reported that "during surgery, when the final tightening of the blocker, the tip of torque wrench was broken. The broken tip of torque wrench remained in patient body."

Manufacturer narrative:
Method: visual inspection, functional inspection, device history review, and complaint history review results: visual inspection: the returned torque wrench was examined upon receipt and the hex tip was confirmed to be broken. Under magnification it could be seen that the break occurred at the interface between the hex tip and the inner 8.5 mm diameter zone of the wrench. Functional inspection: could not be performed due to breakage of hex tip. Device history review: a functional test and a check of appearance and shape were done on the remaining units from the batch, which were found to meet specifications. Complaint history: in total, (B)(4) instruments were confirmed for hex tip breakage. Conclusion: a previous investigation was performed for a similar complaint in which the sample was sent for external testing. This testing concluded that the breakage was due to semi-fragile sudden rupture process initiated by an important notch effect. The breakage was initiated precisely at the filet zone of the shoulder between the hexagonal extremity and the 8.5mm diameter zone. Also, the radius of the filet was very low, but still within the specification of the drawing. The cause of the breakage at this location is currently being investigated under CAPA (B)(4).